Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was observed to have fungal contamination. In addition, it was noted there were loose caps and low media fill volume. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was observed to have fungal contamination. In addition, it was noted there were loose caps and low media fill volume. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3234911 was satisfactory and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks are performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and other complaints have been taken on this batch. Retention samples from batch 3234911 (100 tubes) were available for inspection. No media defects or contamination were observed in 100 retention samples. No loose caps nor fill volume defects observed in the retention tubes from visual inspection. Ten uninoculated retention tubes were placed into incubation to test for contamination. Five tubes were placed into the 20 to 25 degrees celsius incubator and five tubes were placed into the 33-to-37-degree celsius incubator. At seven days incubation, there were no traces of microbial growth in the 10 incubated retention tubes. There were no photos or returns submitted to assist with this complaint. This complaint cannot be confirmed. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.